Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted that at the time of implant the atrial lead when connected to a pacing system analyzer measured 415 ohms but when connected to the implantable cardioverter defibrillator (ICD) the lead impedance was significantly elevated at 1875 ohms, though within the normal range. The physician was informed. The lead was not repositioned by the physician. A post operative check noted the lead measured 1625. The atrial lead remained implanted. Other parameters were stable. The lead was being monitored. The patient was stable before, during and after the device system implant and discharged to home.